Manufacturer narrative:
The actual devices were not available; however, photographs of two samples were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported underinfusion conditions could not be verified through evaluation of the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) large volume infusors underinfused during infusion. These events each involved a patient with no patient consequences. No additional information is available.